Manufacturer narrative:
Customer evaluated device.

Event description:
It was reported by the customer that the device has an error. It was clarified the device unsuccessfully fails to start. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.